Manufacturer narrative:
Age at time of event- 18 years or older device evaluated by manufacturer: the device was returned for analysis. The device was received in two separate pieces for analysis. One section consisted of hub/manifold and the other section of hypotube, shaft and balloon. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified a complete break approximately 26mm distal to the strain relief on the hypotube of the device. Multiple kinks were also noted along the length of the hypotube. No issues were noted with the hypotube that may have contributed to the damage identified. A visual and microscopic examination identified no damage to any of the blades. All blades were present and fully bonded to the balloon material. No issues were noted with the blade or pad that could have contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. As the hypotube was broken an inflation aid was utilized to inflate the balloon material. The device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole in the balloon material, located at the proximal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this device is 12atm (atmospheres). A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 15/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure due to the severely calcified lesion. The balloon was then simply removed from the patient's body. No complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 15/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure due to the severely calcified lesion. The balloon was then simply removed from the patient's body. No complications were reported and the patient condition is good.